Event description:
New information received indicated the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator was post paced t wave oversensing. Programming changes were completed. There were no patient consequences.

Manufacturer narrative:
The results of the inmdrvestigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardioverter defibrillator was post paced t wave oversensing. No further information was known about the event.